Event description:
It was reported that this pacemaker reverted to safety mode. The patient was scheduled to be seen to arrange a device replacement procedure for an unknown future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The device is in hospital possession and will be returned by the hospital. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker reverted to safety mode. The patient was scheduled to be seen to arrange a device replacement procedure for an unknown future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.